Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to claim no audio output on (B)(6) 2014.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to claim output on (B)(6) 2014. At the time contact with dexcom technical support, no medical intervention or injuries were reported. Additionally, at the time of contact, dexcom technical support advised patient's mother to test the alert functionality and patient's mother reported alerts were functional.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The complaint of intermittent audio output could not be confirmed.

Manufacturer narrative:
(B)(4).